Event description:
It was reported that the ilet user inadvertently detached the infusion set from the applicator while removing the needle guard, then replaced it with a new infusion set and achieved successful insertion. No reported symptoms or clinical effects. Outcomes included no alarms, no hospitalization, and resolution with user replacement of the set. Investigation included troubleshooting and user education. Investigation of this case revealed improper deployment of the infusion set consistent with user technique error, with no device malfunction observed and the infusion set component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error during set deployment.